Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was unable to communicate with external devices. It was reported her programmer displayed a low battery warning. A replacement charging sys did not resolve the issue. Follow-up indicated the pt had not used nor charged her ipg in at least one month. Surgical intervention will be undertaken to address the issue.